Event description:
A surgeon reported a patient with a refractive surprise following intraocular lens (iol) implant surgery. The surgeon reported he was unsure of the cause of the refractive surprise, but it could be related to him performing a capsulorrhexis of 6.0 mm, which could have potentially shifted the effective lens position of the iol, causing the myopic shift. The surgeon does not blame the lens for the unexpected outcome. Additional information has been requested.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: the root cause could not be identified by the investigation. The sample was not returned. Action taken: investigation has been completed based on current information. Conclusion: based on our current tracking, there are no adverse trends for this report complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Additional information was requested on 04/13/2101 and 04/28/2011 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).